Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2014-23685. The patient had 4 3186 leads (2 from each lot) implanted as part of her scs system. The patient reported she did not receive effective pain relief from her scs system. The patient also reported she felt overstimulation and getting headaches from the system. The patient had 2 systems and it is unknown which system the patient had issues with. Subsequently, the patient underwent surgical intervention where her scs system was removed and replaced with a competitor's product.